Manufacturer narrative:
Although requested, the affected devices have not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that at the end of some secondary vancomycin infusions (250 ml, 500 ml bags), more volume remains in the fluid container than expected, up to 25% of the bag volume was observed with some infusions. It was also reported that users estimate the bag volume when programming the vtbi, may not add bag overfill or drug diluent volume to vtbi totals, and that the head height of the secondary container was not known. No patient harm was reported.